Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that the site's computer would turn itself off at times following interrogations possibly due to the battery not charging. The product was returned to cyberonics and is pending analysis.